Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated for the peritonitis with injection (inj) fortum, 1 gram (gm) and inj supacef, 1.5 gm (routes and frequencies not reported). At the time of this report, the peritonitis was resolved and the patient was recovered from the event. No additional information is available at this time. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown minicap. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).